Event description:
Additional information was received that during the revision procedure the lead was tested with the pacing system analyzer (psa) and high pacing impedance measurements were also observed.

Manufacturer narrative:
(B)(4). No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that a rise in pacing impedance measurements from mid 400's to 550 ohms was observed with this chronic right atrial (ra) lead and implantable cardioverter defibrillator (ICD) one week following a device change-out procedure. Approximately three months later the impedance measurements continued to rise to 750 ohms. The impedance measurements were now greater than 2,000 ohms in both unipolar and bipolar configurations. High pacing threshold measurements were also noted. A revision procedure was performed and the ra lead was surgically abandoned. The device remain in service with the newly implanted ra lead. No additional adverse patient effects were reported.